Event description:
Customer reported an issue with the a5 anesthesia delivery sys, which may have affected o2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the sys and verified the problem. Corrections included reconnecting a lose o2 cell connector and replacing the sensor cap. Sys was safety tested to factory's specifications.